Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2014 the greenfield filter was placed due to extensive deep vein thrombosis in the left leg with thrombus extending from the common femoral through the posterior tibial vein. On (B)(6) 2018 the patient received a CT scan of the abdomen. Evaluation of the ivc filter revealed that the filter was placed in the inferior vena cava. No abnormal angulation with tilting of the filter. There is proximal migration of the filter with the hub approximately 8mm superior to the confluence of the renal veins. There is perforation of the right ivc wall with the strut extending 2-3mm distally into the retroperitoneal fat.